Manufacturer narrative:
The investigation confirmed that multiple, lower than expected vitros nt-probnp and vitros tsh quality control results were obtained when a specific vitros signal reagent pack was in use on a vitros 5600 system. There is no evidence that an instrument related and/or a reagent related issue contributing to the event. The cause of the affected results is the signal reagent pack in use at the time of the event. Expected performance was obtained using an alternate signal reagent pack of the same lot.

Event description:
The customer obtained, multiple, lower than expected vitros nt-probnp and vitros tsh quality control results when a specific vitros signal reagent pack was in use on a vitros 5600 system. The following results were obtained: vitros nt-probnp results: biorad level 2 result = 546, 516.7, 560.1 vs. An expected result = 750 pg/ml; vitros tsh result: biorad level 1 result = 0.32 vs. An expected result = 0.71 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected as a result of this event. (B)(4).